Manufacturer narrative:
Pt's medical history was significant. A variety concomitant medical products were used to treat pt's conditions. The cause of death per the death certificate was multi organ failure, sepsis, impaired immune status, chronic mrsa, and anemia. The reporter believed the events were related to heparin sodium therapy. No further investigation could be conducted because heparin lock flush lot numbers were not provided.

Event description:
(B)(4). On (B)(6) 2007 and (B)(6) 2007, the pt received intravenous 300 unit hep-lock flush (mfg by medefil, inc) on (B)(6) 2007 at 9:00 pm., the pt underwent a procedure for the condition of abdominal pain. From (B)(6) 2007 through (B)(6) 2007, the pt received intravenous heparin 5000 units as deep vein thrombosis prophylaxis. Immediately, after the admin of heparin, the pt experienced hypotension, thrombocytopenia, disseminated intravascular coagulation, retroperitoneal hemorrhage, gastrointestinal bleeding, bleeding pancreas, bleeding of the nasogastric tube, blood clotting in the fistula, blood clotting in the abdomen with a manifestation of abdominal pain, hemoperitoneum, estrogenic spleen injury, tonic-clonic seizures, metabolic acidosis, sinus tachycardia, atrial fibrillation, formation of enterocutaneous, fistula, unresponsiveness, pleural effusion, ventilator-dependent respiratory failure, with manifestations of hypoventilation, agonal respiration, and hypoxia, cholestatic liver failure manifested as jaundice, nausea, vomiting, anxiety, heartburn, generalized pain, edema, paranoia, manifestations, hyponatremia, malnutrition, pneumonia, aspiration, diarrhea, difficulty swallowing, loss of appetite, non healing laparotomy wound, thirstiness, oliguria, fluid overload, urinary tract infection, debilitation, left neck swelling, peripheral edema, and dizziness, sepsis manifested as leukocytosis and fever, and anemia manifested as decreased hemoglobin levels, fatigue, weakness, and malaise. The pt additionally received subcutaneous heparin 5000 units for deep vein thrombosis prophylaxis from (B)(6)2007 through (B)(6)2007. Heparin was not discontinued or reduced as a result of the reactions. The events led to prolonged hospitalization, skilled nursing care, occupational therapy, speech therapy, physical therapy, tube feedings, intubation, mechanical ventilation, oxygen supplementation, placement of a catheter, placement of a PICC line, wound care, blood transfusion, total parenteral nutrition, residence in a transitional care unit, administration of intravenous fluids, administration of norepinephrine, advanced nursing care in the intensive care unit, sedation, platelet infusion, palliative care, and unspecified pharmacological intervention. On (B)(6) 2007, the pt also underwent an endogastroduodenocopy with closed biopsy. From (B)(6) 2008 through (B)(6) 2008, the pt received IV 300 unit hep-lock flush (mfg by medefil, inc). On (B)(6) 2008, the pt was transferred to a home health center due to the events. From (B)(6) 2008 to (B)(6) 2008, the pt was seen at a medical center. On (B)(6) 2008, the pt returned to home healthcare. On (B)(6) 2008, the pt received IV 300 unit hep-lock flush (mfg by medefil, inc.). On (B)(6) 2008, the pt died. The cause of death per the medical chart was (B)(6) with septic shock and multi-organ failure. The cause of death per the death certificate (not provided) was multi-organ failure, sepsis, impaired immune status, chronic mrsa, and anemia. It is unk whether an autopsy was performed.